Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that in 2003, the pt had a femoral neck fracture due to a fall. The surgeon recommended a hip replacement. Next month, pt has a hip replacement operation with zimmer implants. Five minutes after the bone cement was injected, the pt's heartbeat abruptly stopped. Doctors performed an emergency treatment and pt's heart started beating again. Surgeon found everything normal, and operation went on. 30 minutes after surgeon resumed operation, the heartbeat stopped suddenly again. Surgeon performed emergency treatment. Pt expired.